Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that post farawave procedure, the patient called the farapulse team to say patient had a groin site bleed post procedure. The patient stated, had a closure with the plug. The physician assessed the patient and closed the bleeding groin site. The patient has a follow up appointment scheduled. The patient reports they are doing well and reports no current problems.